Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's wife called tech services to report technical issues. Follow up with the patient's peritoneal dialysis nurse reported the patient was admitted to the hospital on (B)(6) 2016 with shortness of breath and chest pain. In the emergency room it was noted the patient had fluid around the heart. The patient was discharged on approximately (B)(6) 2016. No further information was provided.

Manufacturer narrative:
External, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. During the simulated treatment, an ¿m01-22 stalled at a state machine for a long time¿ support warning occurred. The report complaint symptom was verified. Troubleshooting identified a chamber vacuum leak. This was corrected by replacing both pump a and b diaphragms. During testing, it was noticed that during the treatment set-up, the cycler randomly advanced through the screens steps on it¿s own without the ¿next¿ touchscreen button being pressed. Further, the touchscreen operation of the cycler was erratic and intermittent. The fault was repaired by replacing the front panel assembly. After replacing the pump diaphragms and the front panel assembly, a simulated treatment was completed without any further alarms or problems occurring. The valve actuation test, the system air leak test and the patient sensor calibration check passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.